Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's log files were submitted for review. The log files captured low speed and pump off events on (B)(6) 2026 at 0557 and 0851 while on battery power. Thelog files captured a few pump stops and low speed alarms between 11:13 am and 11:14 am. It was later communicated that the patient was scheduled for a driveline repair on the morning on (B)(6) 2026. The driveline was disconnected at 11:36 am for the exchange on (B)(6) 2026. New log files were submitted for review. The log files did not show further pump stops or speed drops since the last set of log files. The files also showed that the patient had been on battery power and the power module power without issues. The distal end repair procedure was performed on the pump. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment operated as intended.